Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Surgeon stated that patient came in for post op follow up within the last two weeks and while looking at the x-rays noticed that the patients rod on the right side "popped out" of the s1 screw. He is going to have to revise. Patient is doing ok...no noticable issue. I looked back in my paperwork and the patient had a 4 level anterior fusion with a stryker product and was backed up with viper 2 x-tab screw from levels l2-s1.